Event description:
(B)(4) clinical study. It was reported that stent thrombosis and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented due to mi. On the following day, coronary angiography and index procedure were performed. The 90% in-stent restenosis of previously placed unknown bare metal stent (bms) located in the proximal left anterior descending (lad) artery and was 15mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75x20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, patient's coronary angiography revealed stent thrombosis of previously deployed 2.75x16mm promus element¿ plus stent in proximal lad. In (B)(6) 2014, the patient presented due to st-elevation myocardial infarction (stemi) and an intervention was performed to treat the event.

Manufacturer narrative:
Event date- correction from (B)(6) 2014. (B)(4).

Event description:
It was further reported that the stent thrombosis was identified in (B)(6) 2014, not march 2014 as previously reported. It was further reported that in (B)(6) 2014, the patient also presented emergently with complaints of sharp radiating chest pain and was hospitalized on the same day. Patient's electrocardiogram (ECG) revealed normal sinus rhythm, possible left atrial enlargement and anteroseptal infarct suggestive of acute non-st elevation myocardial infarction (nstemi) and patient's cardiac enzymes were elevated. Coronary angiography was performed and revealed totally occluded 2.75x16mm promus element¿ plus stent in proximal left anterior descending (lad) artery and widely patent 2.75x20 mm promus element¿ plus stent in proximal left circumflex (lcx) artery. The total occlusion extending from proximal lad to mid lad was treated with aspiration thrombectomy. Subsequently, intravascular ultrasound (ivus) was performed and showed 2 layers of stents in proximal lad (2.75x16mm study stent and unknown stent) that appeared to be under-expanded which was treated with balloon angioplasty. Six days post procedure, the events of mi and stent thrombosis were considered as resolved and the patient was discharged on aspirin and ticagrelor. Of note, given the stent thrombosis, the possibility of clopidogrel resistance was suspected and the subject was withdrawn from clopidogrel and switched to ticagrelor and aspirin.

Manufacturer narrative:
Event date: (B)(6) 2014. Device is a combination product. The complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).